Manufacturer narrative:
This report is filed on june 25, 2019.

Manufacturer narrative:
Addtional information received: the explantation procedure being completed was on(B)(6) 2019. The follow up reporte is change to date of awareness date: may 1st, 2019.

Manufacturer narrative:
This report is submitted on may 29, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor device performance from activation as a result of electrode migration; subsequently the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.